Event description:
It was reported that the spinal cord stimulator (scs) lead of the patient had impedances. The patient underwent a scs replacement procedure, was doing well postoperatively and the explanted devices were kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three months prior to the date the manufacturer became aware.